Manufacturer narrative:
(B)(4). Implanted date: unknown. Explanted date: only the fast guides were removed on jun 6, 2018, not the dvr crosslock plate. Report source, foreign ¿ events occurred in (B)(6). Reported event was unable to be confirmed due to insufficient information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the implantation of a dvr crosslock plate, the surgeon left fast guides attached to the plate. The patient had be to revised to remove the two fast guides attached to the dvr crosslock plate. Attempts have been made and additional information on the reported event is unavailable.